Manufacturer narrative:
Device evaluation: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The product fault occurred because of a faulty filter holder interlock switch. The problem source of the reported product problem was unknown. A root cause was not established. The faulty filter holder interlock switch was replaced.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) was intermittently producing the following alarm: check the disposable. No patient injury or complications were reported in relation to this event.